Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating for a short period of time. After plugging pump into a wall adapter to charge, reported issue was resolved. Customer's blood glucose was 159 mg/dl.